Event description:
It was reported that the initial pace impedance measurements with this implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead were stable in the 500 ohm range but then intermittent high out of range measurements began to occur. Also, a slight increase in shock impedance measurements was observed but the measurements were still within normal specification limits and consistent with a single coil lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) discussed a possible device header spring contact issue or a possible developing lead issue. There has been no noise observed and rv sensing was noted to be appropriate. The patient was indicated to receive rv pacing therapy one percent of the time. Ts discussed the option of continued monitoring and stated that it is the physicians discretion if the ICD device should be replaced but noted that they cannot rule out the potential of observing a similar pattern with this device and another rv lead that is not a boston scientific product. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).